Event description:
Complaint ID (B)(4).

Manufacturer narrative:
It was reported that there was a drive fan one defective alarm displayed on the cardiohelp. The failure occurred during treatment. Further the cardiohelp was placed by the customer on the bed between the patient legs. The legs were burned as a result. On (B)(6) 2023 we received the information that the patient expired due to multiple organ failures resulting out of his cardiac arrest. The cardiohelp was connected to the patient after the cardiac arrest. The cardiohelp was put between the legs of the patient with a survival blanket on it, outside with direct sunlight. There were very high temperatures outdoors. No error message was displayed that the cardiohelp was overheated. A getinge field service technician (fst) was sent for investigation and repair on 2023-06-16/19. The drive fan one was not rotating anymore. The cardiohelp was tested with the damaged fan and the device was not getting hot. The fst opened the cardiohelp and could not find any burned, melted or defective parts. On the connector of the fan dirt was identified by the fst. The fan was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected fans were investigated at the manufacturers site by getinge life-cycle-engineering on 2023-07-24, with following conclusion: according to the logfile analysis it was determined that drive fan one has failed four days prior to the 'date-of-event' and was issued as a technical alarm. A temperature alarm of the cardiohelp device was not logged. As reported a rescue blanket was placed over the heated cardiohelp, it is conceivable that the heat dissipation was restricted by the convection and heat radiation, the device could not cool down. According to the instruction for use of the cardiohelp device the fan openings have to be checked before every use that they are not covered and they have to be open during use. The specific heat capacity of the metal housing of the cardiohelp device can cause a first-degree burn on contact with the skin at higher temperatures of the device above 45 °c. Most probably the housing of the cardiohelp has heated up additionally in direct sunlight. The root cause for the defective fan could be determined as dust deposits, the measured current consumption was outside the range and triggered the fan defective error message. The cardiohelp has two drive fans, one which was reported as defective and a second drive fan which was intact and was able to dissipate the heat from the drive. The interior temperature of the device was always below the warning threshold of 65°c. A medical review was performed by getinge medical affairs on (B)(6) 2023 with following conclusion: "the stated function of a survival/emergency blanket is to retain body heat. Further, 90% of body heat is trapped in the confines of the blanket. It is assumed that covering the cardiohelp with a survival blanket (especially in hot ambient environments) would trap heat inside the boundaries of the blanket. The internal fan of the cardiohelp may have served to recirculate some of the trapped air in the blanket, allowing the conditions under the blanket to elevate the temperature. However, it is assumed that such a scenario would trigger an internal high temperature alarm, which seems to contradict the lce finding. According to the lce investigation, the fan dysfunction occurred several days previous to (B)(6) 2023 ((B)(6) 2023). The service pool shows the alarm at the power up of the device. That said, the notification of the cardiohelp fan failure would have been displayed at every startup/power-on of the device. The cardiohelp IFU issues the following warnings/precautions regarding covering the ventilation system of the cardiohelp: "the user may sustain burns when using the cardiohelp-I: with a high ambient temperature, a high flow rate, covered ventilation openings or defective fans, the cardiohelp-I and the connections for attaching the disposables may heat up to above 41 degrees. Check the ventilation openings are not covered, reduce the ambient temperature and, where medically acceptable, reduce the flow rate. If a fan is defective, use a replacement device and have the fans replaced by authorized service personnel. Ensure that the ventilation openings are not covered. There is a risk that the cardiohelp-I will overheat (chapter 2.2.1 instruction for use cardiohelp device)." Burns are classified as first-, second-, or third-degree, depending on how deep and severe they penetrate the skin's surface. The classification of burns may be the following: first-degree (superficial) burns. First-degree burns affect only the epidermis, or outer layer of skin. The burn site is red, painful, dry, and with no blisters. Mild sunburn is an example. Long-term tissue damage is rare and usually consists of an increase or decrease in the skin color.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
The affected fans were investigated by getinge life-cycle-engineering on 2023-07-24, with following conclusion: according to the logfile analysis it was determined that drive fan one has failed four days prior to the 'date-of-event' and was issued as a technical alarm. A temperature alarm of the cardiohelp device was not logged. As reported a rescue blanket was placed over the heated cardiohelp, it is conceivable that the heat dissipation was restricted by the convection and heat radiation, the device could not cool down. According to the instruction of use of the cardiohelp device the fan openings have to be checked before every use that they are not covered and they have to be open during use. The specific heat capacity of the metal housing of the cardiohelp device can cause a first-degree burn on contact with the skin at higher temperatures of the device above 45 °c. Most probably the housing of the cardiohelp has heated up additionally in direct sunlight. The root cause for the defective fan could be determined as dust deposits, the measured current consumption was outside the range and triggered the fan defective error message. The cardiohelp has two drive fans, one which was reported as defective and a second drive fan which was intact and was able to dissipate the heat from the drive. The interior temperature of the device was always below the warning threshold of 65°c. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that there was a drive fan one defective alarm displayed on the cardiohelp. The failure occurred during treatment. Further the cardiohelp was placed by the customer on the bed between the patient legs. The legs were burned as a result. On 2023-06-19/20 we received the information that the patient died of multiple organ failure resulting out of his cardiac arrest. The cardiohelp was connected to the patient after the cardiac arrest. The cardiohelp was put between the legs of the patient with a survival blanket on it, outside with direct sunlight. There were very high temperatures outdoors. No error message was displayed that the cardiohelp was overheated. A getinge field service technician (fst) was sent for investigation and repair on 2023-06-16/19. The drive fan one was not rotating anymore. The cardiohelp was tested with the damaged fan and the device was not getting hot. The fst opened the cardiohelp and could not find any burned, melted or defective parts. On the connector of the fan dirt was identified by the fst, but this does not caused the fan not to rotate. The fan was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that there was a fan defective alarm displayed on the cardiohelp. Further the cardiohelp was placed by the customer on the bed between the patient legs. The legs were burned as a result. On 2023-06-19 the information was received that the patient expired due to multiple organ failure resulting from his cardiac arrest. Complaint ID (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.